Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation found the image intermittently distorted and lost when the control knobs and bending section were manipulated. There was evidence of fluid invasion inside the endoscope connector unit, which likely caused or contributed to the reported image difficulties, however, the device was noted to pass leakage testing. As the device passed leak testing the likely source of the fluid invasion appears to be due to mishandling, likely during reprocessing. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that during an unspecified esophagogastroduodenoscopy (egd) procedure, the users experienced a complete loss of image. The intended procedure was completed with a similar but different endoscope. There was no pt harm reported.